Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to a use-related factor involving misalignment between the drill and guide, improper seating or positioning of the drill, or excessive force or torque applied.

Event description:
On 09/05/2025, it was reported by a sales representative via phone that an ar-3670 biceps implant system drill got stuck in the guide. This occurred during use in a case with no patient effect. No debris was produced. The delay to the case was 2 minutes, case was completed by opening a new kit.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.